Manufacturer narrative:
The subject device was received and evaluated. Initial leakage and electrical safety tests were performed and found no issues. Device evaluation was performed. Inspection found the forceps channel port with foreign material. Channel mount unit found with foreign material. C-cover found with foreign material. The air/water ( aw-tube) found clogged and channel tube (ch-tube) found clogged due to foreign material, noted to be a resembling surgical glue and described to be like remains from previous procedures. These conditions, findings were attributed due to insufficient reprocessing, handling issue. The customer reported issue of obstructed channel could be confirmed. Furthermore, the following defects were identified during device inspection: due to clogging of aw-tube, water removal ability does not meet the standard value. Due to clogging of ch-tube, the tube cleaning brush cannot be inserted. Grip found shaved. Channel mount unit found with corrosion. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
User facility reported the device channel was obstructed. No harm was reported. No patient harm, no user injury reported. Device evaluation found foreign material in the forceps channel, c-cover (c-body) and the channel mount unit. The air/water (aw tube) and channel tube (ch-tube) were found clogged. This report is being submitted due to the finding of foreign material in the forceps channel , c-cover and the channel mount unit (insufficient reprocessing (handling problems) identified during device return evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the foreign object is a medical adhesive that seems to have been used last time. There was no physical damage where the foreign matter remained. The detection method is described in the instructions for use "chapter 3 preparation and inspection". Olympus will continue to monitor field performance for this device.